Manufacturer narrative:
The analyzer serial number is (B)(6). The qc was acceptable prior to the event. The customer stated that they changed the photometer the night before. The customer also stated that they observed scale build-up on the bottom of the sample probe and cleaned it. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial glucose result was 20 mg/dl. The customer questioned the initial result as it was designated as critically low. The sample was repeated and the result was 90 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2024. The alarm trace showed multiple abnormal aspiration, calibration out of range, qc results out of range, and sample foam detection alarms. The investigation did not identify a product problem. The service maintenance actions performed by the customer resolved the issue.